Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regr1733 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the wire on the powerglide device unraveled during removal."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 18 g powerglide pro device, one statlock pro catheter stabilization device, and one extension set were returned for evaluation. An initial visual observation showed use residue on the returned samples. The core wire of the guidewire of the powerglide was observed to be broken with the coiled wire unraveled. The distal end of the guidewire was observed to be present and not unraveled. A microscopic observation revealed the break sites of the core wire of the guidewire were tapered with mostly flat and granular fracture surfaces. The edge of the distal tip of the catheter was observed to be plastically deformed at one point along its circumference. The observed characteristics of the break in the core wire of the guidewire of the returned powerglide are indicative of tensile failure, which is caused by excessive pulling force against resistance.

Event description:
It was reported "the wire on the powerglide device unraveled during removal."